Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to boot up. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found device software was not starting up properly. To resolve the reported issue, the fse reinstalled the software on the suite pc. After reinstallation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.